Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead warning triggered on the right atrial (ra) lead. The lead exhibited high/undefined impedance, undersensing and far field r-wave (ffrw) oversensing. The patient received possible inappropriate anti-tachycardia pacing during ventricular tachycardia (vt). The ra lead was programmed off. It was further reported that the ra lead exhibited loss of capture and oversensing. The lead was capped and replaced. During the ra lead replacement procedure, the right ventricular (rv) lead was initially tested and exhibited measurements within normal limits. However, once the lead was connected to the new device, the rv lead exhibited high rv coil impedances, and a fracture was suspected. The rv lead was also capped and replaced. No patient complications have been reported as a result of this event.